Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s current blood glucose level was 370 mg/dl. The other relevant blood glucose was 300 mg/dl, 344 mg/dl and 368 mg/dl. The customer treated with manual injections for high blood glucose. The insulin pump will not be returned for analysis.